Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose level was not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly however; the insulin pump functioned after the connector was plugged in. The insulin pump had minor scratched display window and cracked reservoir tube lip.